Manufacturer narrative:
Two photographs were received from the customer showing the silicone seal damaged and torn. The reported complaint of a damaged seal can be confirmed from the photo received. Without the return of the sample, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Section e initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event involved a conector tego¿. The device's silicone from the outlet connector did not make an adequate seal, making it impossible to extract heparin before connecting the patient to hemodialysis therapy, upon connecting the syringe to the venous lumen of the catheter. Both bioconnectors were then changed using sterile technique according to their protocol. There was no patient harm or adverse event as result of this event.